Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.